Event description:
It has been reported that during the procedure, the catheter continually kept kinking inside the introducer. The introducer was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.